Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose was within normal range (value not provided). Customer reverted to an alternate method of insulin therapy.